Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain,') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included caesarean section, adenomyosis, nabothian cyst and metrorrhagia. Concomitant products included ethinylestradiol;levonorgestrel (levora-28) from (B)(6) 2016 to (B)(6) 2017, norethisterone (nora be) from (B)(6) 2015 to (B)(6) 2016, omeprazole from (B)(6) 2016 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 13 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced menstruation irregular ("irregular menstrual periods"), abdominal pain ("abdomen"), back pain ("back pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/total lap hyst/ bs). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, fatigue, bladder disorder and urinary tract disorder had resolved, the menstruation irregular, depression, anxiety, headache and dyspareunia outcome was unknown and the migraine, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received. Reporter information , other relevant history , auto-narrative supplement added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain,') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". Concomitant products included ethinylestradiol;levonorgestrel (levora-28) from (B)(6) 2016 to (B)(6) 2017, norethisterone (nora be) from (B)(6) 2015 to (B)(6) 2016, omeprazole from (B)(6) 2016 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 13 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced menstruation irregular ("irregular menstrual periods"), abdominal pain ("abdomen"), back pain ("back pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, fatigue, bladder disorder and urinary tract disorder had resolved, the menstruation irregular, depression, anxiety, headache and dyspareunia outcome was unknown and the migraine, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: new events bladder problems, urinary problems, outcome for previously reported events pelvic pain/ pain, menorrhagia, , abnormal bleeding (vaginal) were updated to recover. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain,') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included caesarean section, adenomyosis, nabothian cyst and metrorrhagia. Concomitant products included ethinylestradiol;levonorgestrel (levora-28) from (B)(6) 2016 to (B)(6) 2017, norethisterone (nora be) from (B)(6) 2015 to (B)(6) 2016, omeprazole from (B)(6) 2016 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 13 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced menstruation irregular ("irregular menstrual periods"), abdominal pain ("abdomen"), back pain ("back pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/total lap hyst/ bs). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, fatigue, bladder disorder and urinary tract disorder had resolved, the menstruation irregular, depression, anxiety, headache and dyspareunia outcome was unknown and the migraine, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, menstruation irregular, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain,') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". Concomitant products included ethinylestradiol; levonorgestrel (levora-28) from (B)(6) 2016 to (B)(6) 2017, norethisterone (nora be) from (B)(6) 2015 to (B)(6) 2016, omeprazole from (B)(6) 2016 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 13 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced menstruation irregular ("irregular menstrual periods"), abdominal pain ("abdomen") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, abdominal pain and back pain was resolving, the dysmenorrhoea and fatigue had resolved and the menorrhagia, menstruation irregular, vaginal haemorrhage, depression, anxiety, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received reporter information, new events added: vaginal hemorrhage, migraines, headaches, pain ,device monitoring procedure not performed, anxiety, depression, dyspareunia, fatigue, abdominal pain , back pain. Outcome updated for pelvic pain, dysmenorrhea, migraines. Concomitant drug was added. Incident - no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.